Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempt implantation of a leadless implantable pulse generator (ipg), a pericardial effusion was noticed. The ipg system was removed. Pericardiocentesis was performed and blood and fresh frozen plasma transfusions and other medication were administered to stabilize the patient before transfer to the operating room (or) for a sternotomy. A right ventricle perforation was confirmed and repaired. The next day, an magnetic resonance imaging (MRI) confirmed the patient suffered a stroke.  Approximately two days later, the patient was not recovering and care was withdrawn and the patient passed away.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys, expiration date: 14-nov-2020, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 05-jun-2019. Labled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempt implantation of a leadless implantable pulse generator (ipg), a pericardial effusion was noticed. The ipg system was removed. Pericardiocentesis was performed and blood and fresh frozen plasma transfusions and other medication were administered to stabilize the patient before transfer to the operating room (or) for a sternotomy. A right ventricle perforation was confirmed and repaired. The next day, an magnetic resonance imaging (MRI) confirmed the patient suffered a stroke.  Approximately two weeks later, the patient was not recovering and care was withdrawn and the patient passed away.